Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during implant this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed to convert the induced ventricular fibrillation (vf) during defibrillation threshold (dft) testing. The patient had to undergo three external shocks to convert the rhythm. In addition, high shock impedance was noted measuring 180 ohms. It was noted that it was difficult to place the system due to a healthy amount of adipose tissue. As a result, the procedure was cancelled and the patient was successfully implanted with a transvenous device. This s-ICD has not been returned for analysis. No additional adverse patient effects were reported.